Manufacturer narrative:
The device has not been returned to the investigation facility to allow for an analysis to be performed. If the device is received for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6). Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported that after [the device] power[s] on [the] device turn[s] off by itself. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the returned device was evaluated. The device was found to have a shorted dc/dc isolation module on the connectivity board. This causes the device to power off shortly after being powered on. E1: initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6). Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported that after [the device] power[s] on [the] device turn[s] off by itself. There was no patient impact or consequence reported.